Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis

Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) of 2005 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The target lesion was in the arteriovenous fistula (avf). The vessel was non-tortuous. The lesion had no calcification and was restenotic post pta. The lesion morphology was tight concentric stenosis. The reference vessel diameter was 8mm and the target lesion length was 20mm. There was 80% stenosis before treatment. After treatment, stenosis was reported as 0%. The patient had a follow up visit in (B) (6) of 2005. The target lesion was reported to remain patent since the procedure. There were no adverse events or interventions at this visit. The patient had a follow up visit in (B) (6) of 2005. The following comment was documented: "repta 3 m after pcb". The target lesion was reported not to have remained patent since the procedure. Conventional angioplasty of the target lesion was performed in (B) (6) of 2005. Angiographic restenosis was present.